Event description:
Family member called alleging that there was an issue with the test strip dimension. Family member claims that the test strips look bigger than what they usually use. The test strips have not been opened longer than the discard date. Family member mentioned that their pt went for a usual md's appointment and did a meter to lab comparison and obtained a 87 mg/dl on the lfs meter and a 38 mg/dl on the lab. Pt started to develop symptoms after the lab test was taken and family member treated the pt with syrup and fluids. Time difference was within 10 minutes. Family member was unable/unwilling to describe the technique of applying blood on the test strip. Customer service was unable to resolve the issue and sent patient a new meter. Family member mentioned the incident happened sometime in dec and ran out of subject test strips to send back to lfs.